Event description:
Customer claims that pts have been experiencing a rash after surgery and they suspect it is being caused by the adhesive used on the c-section drape. Pts treated with benadryl by mouth and topical cortisone ointment, with no residual effects anticipated.